Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that, during implant procedure, this lead exhibited helix extension issues. When the physician attempted to extend the helix mechanism the pin lost all resistance and spun freely. Testing with the analyzer showed noisy signals. This lead was removed and replaced, and it was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that, during implant procedure, this lead exhibited helix extension issues. When the physician attempted to extend the helix mechanism the pin lost all resistance and spun freely. Testing with the analyzer showed noisy signals. As such, the lead was removed and replaced. No adverse patient effects were reported.